Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Operative notes (B)(6) 2020 indicate the patient received a right knee excision and debridement around the right knee patella tendon with prepatellar bursectomy due to right patellar tendonitis. Upon entering the joint, scarring was noted around the patella tendon. Tendonitis with possible necrotic tissue was removed from the patella tendon. Irrigation was then performed, and the wound was closed. No exchange of implants occurred. The procedure was completed without indication of complication by the surgeon. Doi: (B)(6) 2016 (patella), doi: (B)(6) 2019 (competitor products; captured in (B)(4)), doe: (B)(6) 2020, right knee.